Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint of ¿loose cable.¿ the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur. Refer to decision tree reportability rationale.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument had a loose cable. The instrument was replaced. The procedure was completed with no reported injury.